Event description:
Complainant alleged that while treating a pt who had coded, the device failed to charge the selected energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. During subsequent testing, the device displayed a "defib fault 78" message.